Event description:
Information received by medtronic indicated that the insulin pump had replace battery alarm and also they did not hear the alarm. Customer stated they did received low battery alert prior to replace battery alarm. Customer stated timing was less than 8 hours from the low battery alert to the replace battery alert. Customer stated it was second occurrence of replaced battery alarm in less than 8 hours after a low battery warning. Customer reported they did hear beeps when audio volume settings were saved. Troubleshooting was performed. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.

Manufacturer narrative:
(B)(4). The p-cap / reservoir locked properly during testing. Insulin pump power up properly after battery installation. Insulin pump received with operating currents within spec. Insulin pump passed rewind, prime/seating test, basic occlusion test, occlusion test, force sensor test, dat test and displacement test. However, insulin pump failed tone test during self test. Insulin pump history download was successful using thus and carelink. Insulin pump was cut open and electronic stack and motor removed. Electronic stack and motor assembly were inspected for electrical faults, moisture damage, workmanship and cracked or damage components. The transducer red wire at the pcba1 was found broken. It was determined that the transducer broken red wire was causing the absence of audio anomaly. Insulin pump received with cracked case on the back at the battery tube area, belt clip rail case corner and battery tube threads. Insulin pump received with missing serial number label and display window cover. Insulin pump received with minor scratched display window, case and keypad overlay. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.